Event description:
The left ventricular assist device was implanted in 1999. The pt was fine after surgery, but soon after. The pt had a significant neurologic event that left the pt in a severe vegetative state. As a result of the neurological injury, the left ventricular assist device was turned off on 11/29/1999 and the pt died the next day on 11/30/1999.